Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted to be implanted but not used. Under fluoroscopy, the helix would not fully extend so the lead was removed from the body and the helix extension was attempted. After several turns, the helix popped out at an angle and would not retract. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix visibly bent. No further helix function testing possible. If information is provided in the future, a supplemental report will be issued.